Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation but has not received the device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information becomes available. A review of the system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided image was performed, but the cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the jaws of the large clip applier did not close properly, so clips in the abdomen would easily fall out. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. No fragments from the instrument itself fell into the patient but the clips in it did. The surgeon was using large clips in the clip applier on the vessel or structure. The surgeon did notice issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The customer clarified that the fragments did not fall inside the patient during an instrument tip or accessory collision, but the clips just fell out when they tried to clip. The customer reported that it was like the instrument got too wide. The instrument was removed during the procedure prior to the breakage and the wrist straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist straightened, and the surgical staff felt no resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or instrument after the event occurred. The fragments were retrieved by another instrument and the customer counted to confirm that all the fragments were retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound was performed to check for remaining fragments. The procedure was completed robotically with a new clip applier that was opened. There was a delay of about 10-15 minutes. There was no patient injury. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The instrument clip test was performed and passed multiple times on the in-house system. The instrument was fully functional. No product issue was identified. An additional observation not related to the customer reported complaint was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.102" - 0.306" in length and were not aligned with the tube axis. The complaint was not confirmed by failure analysis.